Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility name: (B)(6). Investigation summary: no product or photo was returned by the customer. The customer complaint of a leak noted where tubing and blue plastic piece connect could not be verified due to the product not being returned for failure investigation. A device history record review for model 2204-0007 lot number 21055707 was performed. The search showed that a total of 15,363 units in 1 lot number was built on (B)(6) 2021 there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ infusion pump experienced leakage. The following information was provided by the initial reporter: priming short set line with saline. Leak noted where tubing and blue plastic piece connect.